Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (does not charge) was confirmed. As received, the battery would not power a monitor or charge. Upon evaluation, liquid contamination was found on the battery board. The cause of the inability to charge and power a monitor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was not charging.